Manufacturer narrative:
(B)(4). The additional mitraclip device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported single leaflet device attachment (slda) cannot be determined. The reported dyspnea is the result of the slda. The patient effect of dyspnea is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. It should be noted that, per the indication for use section of the mitraclip IFU, it states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The use of the device in the tricuspid valve may have contributed to the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Two clips were implanted, reducing tr to 1. Three days post procedure the patient experienced dyspnea, and transthoracic echocardiogram (tte) performed noted both clips had detached from the septal leaflet (single leaflet device attachment (slda)), and remained attached to the anterior leaflet. The tr increased to 4. No additional information was provided.